Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. The clamp arm was found to have breakage of the teflon pad along its entire length. A piece approximately 11.5 mm x 2.5 mm was found to be broken off, confirming that a fragment detached from the instrument. Separated piece(s) was not returned. Additionally, failure analysis found the clamp arm broken at its tip. A piece approximately 1.0mm x 1.0 mm was found to be broken off, confirming that a fragment detached from the instrument. Separated piece was not returned. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument fell apart and the plastic/teflon pad components in the blade disintegrated. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported.